Event description:
It was reported that this right ventricular (rv) lead was presenting high pacing threshold measurements and impedance issues. It was suspected for the cause to be a micro-perforation. The lead was repositioned. No additional adverse patient effects were reported.